Manufacturer narrative:
Unit received with software error. Unable to perform function check due to software error alarm. Unit received with minor scratches on lcd window and reservoir tube window.

Event description:
It was reported that the customer received a software error alarm. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.